Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, screening, patency, temperature and impedance test evaluation of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and the device was visualized and recognized correctly; however, an error 106 appeared on the system. Afterward, a temperature and impedance test were performed, and the results were found within specifications. No catheter view issues were observed; however, during the patency test, the device was found partially occluded. Further investigation revealed that an open circuit in the tip area and reddish material occluding the irrigation holes were observed during the analysis. A manufacturing record evaluation was performed for the finished device 31262983l number, and no non-conformances related to the reported complaint condition were identified. The reddish material and the open circuit found could be related to the temperature and force error reported by the customer. Therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole on the surface of the pebax. Initially, it was reported that the qdot catheter could not be zeroed. The tip was displayed static on the catheter view, on the carto 3 system. There were no errors displayed on the carto 3 system. The cable was replaced without resolution. The qdot catheter was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported. The force and temperature sensor issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 23-apr-2024, there was a hole on the surface of the pebax. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 23-apr-2024.